Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= (B)(6), updated postal code =( B)(6), an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium results on architect (B)(4) processing module for one patient. The results provided were: on (B)(6) 2021, sid (B)(6) initial calcium result=3.30 mmol/l/ repeated=5.20 mmol/l, 3.61 mmol/l, 3.69 mmol/l /repeated on radiometer blood gas analyzer=1.48 mmol/l and 1.47 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The customer performed troubleshooting the issue and determined that the mixer list # 09d59-02-021-u-01 was the likely cause of the issue and replaced the part which resolved the issue. A review of the architect, serial number (B)(6), service history, revealed no additional erratic or discrepant patient results reported after the part was cleaned. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c16000 systems found no systemic issues or trends for erratic/discrepant results. A historical data review for the mixer list # 09d59-02-021-u-01 was the likely cause of the issue and replaced the part revealed no trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacing the mixer list # 09d59-02-021-u-01. Based on the investigation no product deficiency was identified for either the architect, sn (B)(6), or the mixer list # 09d59-02-021-u-01.